Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device indicating a positive end expiratory pressure (peep) blower failure. This resulted in an alarm which notified the user of the error message. There was no patient harm or injury reported as a result of this incident. Ref MFR#: 3004604967-2015-00087.